Event description:
Caregiver states the bottom shaft that moves up and down is bent. The caregiver states that someone was trying to lift the end user off the floor when the lift bent and it was not used again.